Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was reported that the patient was feeling dizzy when while the dexcom was displaying 70 mg/dl. A bg finger stick was checked an it was 30 mg/dl. The patient's mother took the patient to the hospital where the patient stayed for two weeks due to hypoglycemia without coma. While in the hospital, the patient was treated with dextrose. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.